Manufacturer narrative:
The event occurred when the eversense system was not in use. It is not related to the device and does not require further investigation.

Event description:
On (B)(6) 2025, the user reported experiencing a hypoglycemic event that resulted in hospitalization. The user stated that the event occurred prior to initiation of the eversense cgm system. At the time of the event, a blood glucose (bg) value of 43 mg/dl was reported. No sensor glucose (sg) data or data management system information was available, as the eversense system was not in use at that time and glucose alert settings were not applicable. The user reported feeling better at the time of follow up and stated that no additional hypoglycemic events had occurred since. The user's healthcare provider was aware of the event. Per data management system review, the user is currently using the system with up-to-date information.